Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) pressed go without connecting self. The baxter technical service representative (tsr) advised the home patient (hp) that she would need to start over with new supplies. The tsr advised hp that air had entered the setup. The tsr had the hp recycle power. The hp stated she connected herself after alarm occurred thinking she could get hc to work. The tsr advised hp anytime there was a se 2240 and if she was not connected that she must not connect. The tsr had the hp disconnect self. The hp would start over with new supplies. There was no patient injury or medical intervention but there was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm during initial drain. The hp reported that the issue was resolved by starting over with new supplies. The hp confirmed that she had pressed go before connecting and then connected. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).